Event description:
The customer reported that the (B)(4) driver exhibited intermittent fault alarms while supporting a patient at home. The customer also reported that the patient was either sitting down, getting up or walking around the house when the alarm sounded. The customer also reported that the patient had no symptoms and the driver readings were normal. The patient was subsequently switched to the backup (B)(4) driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the (B)(4) driver exhibited intermittent fault alarms, the (B)(4) driver continued to perform its life-sustaining functions. The (B)(4) driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.